Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in a loss of osseointegration. Re-implantation is planned, however, has yet to take place as of the date of this report, (B)(6) 2015.